Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, application had showed disconnected mode and new patients' details were now showing up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in disconnect mode. The technical support specialist (tss) dialed into the server and confirmed that the station was not in retry mode and the device was not communicating. The tss then backed up the database, launched the medicine application and identified a failure in login to the system. The tss then opened the powershell, tested the connection and identified that the port 389 was closed and advised the user to reach out the hospital information technology to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, application had showed disconnected mode and new patients' details were now showing up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.